Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s husband reported via phone call that the customer had high blood glucose level. The customer¿s blood glucose level was 336 mg/dl at the time of incident and current blood glucose level was 556 mg/dl. The customer¿s husband reported that the customer¿s house caught on fire the day before (B)(6) and the customer had to be carried out the house and felt that cause some damage to the insulin pump and that¿s why felt the insulin pump was under delivering. The customer was treated with manual injection for high blood glucose level. The customer¿s husband ran manual prime and found that the insulin did exit. The customer¿s husband also reported that there was leakage around reservoir compartment. Customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the insulin pump for analysis.

Manufacturer narrative:
Insulin pump passed the displacement test. Unit was received with motor error alarm during the basic occlusion test due to loose/protruded drive support disk. Unable to perform the unexpected restart error test, prime/compromised force sensor system test, excessive no delivery test and occlusion test or verify possible under delivery due to motor error alarm. Insulin pump was received with minor scratched lcd window, cracked case at the display window corners, cracked lcd window, cracked belt clip slot, stained end cap sticker, stained address/serial number label and cracked reservoir tube lip.